Event description:
Customer reports that when using a specific workflow, the exam viewer popup will display data for a different patient than the patient whose images are being read. There was no reported patient injury associated with this event.

Manufacturer narrative:
A follow-up report will be submitted when the investigation is complete. (B)(4).